Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the multiloc humeral nailing system was used for three-part proximal humerus fractures. Two of multilock screws, screw-in-screws and distal transverse locks as well as one end cap 5mm were used together without suturing. After the operation, the patient had been in a stable condition. However, a week later, the x-rays and the computerized tomography (CT) scan showed that one screw-in-screw had backed out, the nail had moved to the center off the inserted position and the greater tubercle bone fragment was dislocated rearward. A revision is scheduled for (B)(6). Delay of surgery 10 minutes. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Potentially lot numbers were provided but it is unknown which one backed out. A review of the device history records for the potentially complained devices did not reveal any complaint related issues. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown screw. Part numbers reported, it is unknown which of these screws was the screw that backed out: 1x multiloc screw art: 04.019.034s, lot: 8952979; 1x multiloc screw art: 04.019.036s, lot: 8983012; 1x lockscr art: 412.115s, lot: 8647824; 1x lockscr art: 412.116s, lot: 8662463. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.